Event description:
It was reported that the patient presented with bradycardia as an inpatient in hospital. It was noted that high pacing impedance and intermittent loss of capture with high capture thresholds was observed on the right ventricular (rv) lead. There were multiple high ventricular rate episodes of noise on the rv lead resulting in pacing inhibition. Programming changes to increase outputs were observed. The rv lead was being monitored pending lead revision. The patient was stable. Subsequent information notes the rv lead was capped on (B)(6) 2025 and replaced.

Manufacturer narrative:
Correction: section h6 - the health effect clinical code should have been "arrhythmia", and the health effect impact code should have been " additional surgery".